Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the controller is a microprocessor unit that controls and manages the system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The IFU cautions the user to always have a backup controller and batteries available. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that their battery kept "shorting out". The patient claimed that the battery was a potentially cause for alarms emitted from the controller. The battery was exchanged with no reported patient impact or consequences.

Manufacturer narrative:
It was reported that the battery kept "shorting out" and was potentially a cause for alarms. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed visual examination but failed functional testing due to a faulty resistive bridge weld on cell pack 3 of the internal battery pack, which rendered the battery inoperable when connected to a test bed system. Further analysis during supplemental testing revealed that the faulty welds led to multiple alarms on the controller whenever bat301540 was connected. This is to be expected as the battery was not providing or storing power at a nominal level. The most likely root cause of the reported event can be attributed to a lifted cell weld. The manufacturer has opened an investigation with the supplier to lifted/faulty bridge welds on cell pack 3 for pioneer batteries. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their battery kept 'shorting out¿. The patient claimed that the battery was a potentially cause for alarms emitted from the controller. The battery was exchanged with no reported patient impact or consequences.